Event description:
Meter would not turn on since 6 weeks. They had gone to a diabetes clinic and received a replacement. They did not suffer any serious injury due to this issue. The test strips were verified to be correct and they were using the right test strips. The batteries were correctly installed and they were in good condition. The batteries were last replaced less than a year ago. There is no further clinical information provided. This case is reported as a meter malfunction since the power issue was not resolved with troubleshooting.